Event description:
Additional information received indicated at a later follow-up, episodes of myopotential oversensing, far-field r-wave oversensing, and low pacing impedance were observed on the right atrial (ra) lead. No further intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, events of noise resulting in oversensing and inappropriate mode switch were reported on the right atrial (ra) lead. Abbott technical support was contacted and recommended isometric testing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.